Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the intellivue x3 was not reading ECG. The device did not alarm / alert as intended. No further information was available at the time of the initial report. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported that the intellivue x3 was not reading ECG. The device did not alarm / alert as intended. No further information was available at the time of the initial report. The device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported. The customer confirmed there was no alarm failure, the service engineer (fse) identified there was an issue with the nibp not working. Thecustomer was provided a replacement nibp pump assembly. The unit passed verification testing and it was ready for use.